Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that since having an intraocular lens (iol) implanted in her left eye, she has noticed a crescent shaped smudge that starts on the lower left side of her vision and floats to the upper right. The disturbance comes and goes causing some blurriness that interferes with her driving and reading. Additional information has been requested.